Event description:
Health professional reported a port leak with no restriction.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: 28-oct-09. The reporter of the complaint was asked to return of the product for analysis as well as to indicate the product serial number. The info has not been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: 28-oct-09. The reporter of the complaint was asked to return of the product for analysis as well as to indicate the product serial number. The info has not been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."